Manufacturer narrative:
The returned lead was severed 14 cm proximal to the lead tip. All parts of the lead were returned for analysis. The returned fragments were subjected to visual, mechanical and electrical testing. The shock coil was found to be deformed, which is likely due to the explant procedure. Otherwise no irregularities were apparent that could be in connection with the clinical complaint. Measurement of the dc resistance from the electrical leads was also as expected. There is no indication of a materials or manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 50 months, a drop in sensing was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.